Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet0349 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter occlusion. Start date: (B)(6) 2021; end date: (B)(6) 2021. The event occurred at the left side of the body. The event is not a venous thrombosis or an infection (local or bloodstream). Mild severity and related to the device (catheter), but unrelated to the procedure and unrelated to accessories (guidewire, stylet). Outcome: recovered, no sequalae. Action taken: "alteplase 1mg application". Additional details of adverse event were: "1mg alteplase instilled into PICC - (B)(6) 2021 restored backflow."